Manufacturer narrative:
The echelon microcatheter was returned for evaluation and tested with an in-house axium implant coil and it passed through the echelon microcatheter's hub and completely through the echelon microcatheter¿s lumen without difficulty. The axium pushwire was returned with the implant coil already detached and stretched. The pushwire was found bent at several locations. The evaluation could not determine the cause of the event as the pushwire was returned with the implant coil stretched and broken from the coil shell; however, it is possible that the implant coil stretched and subsequently detached due to the reported resistance or tortuosity encountered during the event. All coils are 100% inspected for damages and irregularities during manufacture. There is a warning in the axium IFU (instructions for use) that states: due to the delicate nature of the axium detachable coil, the tortuous vascular pathways that lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential malfunctions such as coil breakage and migration. ", also, "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. Pushwire break / coil stretched. (B)(4).

Event description:
Medtronic (covidien) received the information regarding an incident with a manufactured product. Treatment of a ruptured aneurysm measuring 3mm located in the left acomm (anterior communicating artery). During the procedure, it was reported the axium coil prematurely detached in the catheter. Prior to the incident, the physician felt a lot of resistance. The physician decided to retrieve the coil and found the implant coil stretched and prematurely detached inside the distal end of the microcatheter. The case was abandoned. No further information available. No patient injury reported as a result of the procedure.